Manufacturer narrative:
The event date has been estimated. Manufacturer's investigation conclusion: a specific cause for the reported thrombus could not conclusively be determined through this evaluation. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent a transplant (reference MFR # 2916596-2020-06555). The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and provides details regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had thrombus.